Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, left arteriovenous fistula. The 7.0x60mm armada 35 balloon dilatation catheter ruptured during the first inflation at 15 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.